Event description:
It was reported by service report that the brakes would not reset at the brake release cycle and there was a reduction of brake force. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: brake crank assemblies.